Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. No further actions are required, as no manufacturing issues are observed. Peer/ supervisor reviewer.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 11/jul/2024.

Event description:
Healthcare professional later reported no complaint. It has been determined that the event associated with this complaint is did not occur. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported no complaint. It has been determined that the event associated with this complaint is did not occur. This record is no longer reportable to FDA and will be un-reported.